Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smart touch sf bi-directional navigation (stsf) catheter and suffered cerebrovascular accident and death. No intervention was reported. It was reported that after the idvt case was successfully completed on (B)(6) 2019. The patient was reported expired after developing a brain bleed overnight while in observation. The caller does not have any other information regarding the possible cause as he was notified after the patient had expired. Caller also remembers to have used a smart touch sf f-j curve ablation catheter but it may not be available for return. This adverse event was discovered post use of biosense webster products. The physician was not completely sure on the cause of this adverse event. The sales representative does not believe that surgical intervention was performed. The patient expired the next day during recovery. Patient had multiple ventricular tachycardias noted during procedure. Patient underwent an extensive ablation lasting approximately 8 hours. During the case, there were no reports of any product malfunction of defect. Ablations were performed using half normal saline and for lesions lasting 60-90 seconds. Ablations were performed both epicardial and endocardial. During the case, anesthesiologist noted that patient¿s po2 was low on blood gas and continued to drop through the case. At the 8 hour mark, the physicians felt that the po2 had reached a level that was too low to continue and the case was completed. Patient survived the ablation case and it was later discovered that he had suffered a brain bleed. Etiology was unclear. There was no report of char on stsf catheter at conclusion of case.

Manufacturer narrative:
Upon internal review on 6/16/2020, it was discovered that the following information was either mistakenly omitted or erroneously indicated within the initial report: multiple fields in the e section (first name, last name, health professional, email, occupation), h section method code, and additional h10 information. The relevant fields have been updated accordingly in this supplemental report. Correction to h10 statement: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).